Event description:
Reporter alleged disrepant results with the blood glucose mointoring device and a valid lab comparison. Reporter stated device was 224 mg/dl and lab measured in the 80s mg/dl. Reporter indicated controls were used and found to be within an acceptable range. Reporter indicated not being able to answer specific patient infromation, test strip information, times dates, or exact results, as well as not have time to answer questions on the alleged event. A request was made for the return of the suspect device and replacement product was sent.